Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. This is 1 of 2 reports associated with report 1226348-2016-00066. (B)(4).

Event description:
It was reported by the hospital contact that during the coil embolization, the coil (pc410062630/c23794) could not be detached. Changed to use a new coil (pc410082930/m10566) but still failed to detach. Changed the coil again to complete the procedure. There was no report on the patient injury. The patient information is unknown. It was initially reported that the products will be returned for analysis. There was no clinically significant delay in the procedure due to the event. The same connecting cable (details unknown) and detachment control box (details unknown) were used to complete the procedure. It was not reported if there were any damages noted on the coils. A pre-deployment electrical check was performed. The low battery light was not seen. It is unknown if the fault light was seen. The green system ready light illuminated. It is unknown if the detachment light illuminated during the detachment cycle. It is unknown if the audible signal beeped. All connections appeared to fit properly without application of excessive force. The presidio (pc410062630/c23794) was noted to be stretched and kinked when it was received at the decontamination site.

Manufacturer narrative:
It was reported by the hospital contact that during the coil embolization, the coil (pc410062630/c23794) could not be detached. Changed to use a new coil (pc410082930/m10566) but still failed to detach. Changed the coil again to complete the procedure. There was no report on the patient injury. The patient information is unknown. It was initially reported that the products will be returned for analysis. There was no clinically significant delay in the procedure due to the event. The same connecting cable (details unknown) and detachment control box (details unknown) were used to complete the procedure. It was not reported if there were any damages noted on the coils. A pre-deployment electrical check was performed. The low battery light was not seen. It is unknown if the fault light was seen. The green system ready light illuminated. It is unknown if the detachment light illuminated during the detachment cycle. It is unknown if the audible signal beeped. All connections appeared to fit properly without application of excessive force. The presidio (pc410062630/c23794) was noted to be stretched and kinked when it was received at the decontamination site. Very limited information was received. Both the unidentified detachment control box (dcb) and the connecting cable were not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. The coil was returned undamaged. The detachment fiber is undamaged, intact, and did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 50.5 ohms (range 48.5/56.0) (fluke meter ID# 70042-04d) and the enpower (ID#f79684) and cable (ID#c10702) systems ready green light illuminated (IFU). The coil detached on the first detachment cycle. Post-detachment inspection found that the enpower systems ready green light remained illuminated and the resistance passed at 50.6 ohms. Post-detachment inspection found that the detachment fiber received heat and melted as designed. The field complaint of the coils non-detachment could not be duplicated. No manufacturing defects were found. The complaint of the coils non-detachment is not confirmed. The dpu passed electrical testing and the complaint coil was detached on the first detachment cycle, therefore the root cause of the coils non-detachment cannot be determined. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined fi these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot (m10566) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is 1 of 2 reports associated with report 1226348-2016-00066.